Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072540. Medical device expiration date: 2021-03-31. Device manufacture date: 2020-03-12. Medical device lot #: 0100294. Medical device expiration date: 2021-04-30. Device manufacture date: 2020-04-09. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered in tubes with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes. This occurred with 2 tubes from lot# 0072540 prior to use, and 1 tube with lot# 0100294 after use. The following information was provided by the initial reporter: it is reported customer witnessed unknown foreign black matter in tubes; after and before use.

Event description:
It was reported that foreign matter was discovered in tubes with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes. This occurred with 2 tubes from lot# 0072540 prior to use, and 1 tube with lot# 0100294 after use. The following information was provided by the initial reporter: it is reported customer witnessed unknown foreign black matter in tubes; after and before use.

Manufacturer narrative:
H.6. Investigation: two customer samples from lot 0072540 and 2 photos were returned from the customer facility for evaluation. No samples were received from lot 0100294. The samples and photos do show the customer¿s failure mode of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.